Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed the reported damage to the outer jacket; however, a specific cause of the observed damage could not be conclusively determined through this evaluation. The modular cable was returned in used condition. Examination of the modular cable revealed a tear of the outer jacket approximately 4¿ from the inline connector. The jacket material appeared to bunch over itself at this location. No damage was observed to the underlying layers upon disassembly of the cable. The controller and in-line connector pins appeared unremarkable. The modular cable was connected to a tester in order to verify the integrity of its wires. The cable passed electrical testing without issue. Although a specific cause for the damage to the outer jacket could not be conclusively determined, it did not appear to contribute to a functional issue. The relevant sections of the device history records for modular cable, lot number 6774291 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heart mate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) contains information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that there was a modular cable with an insulation defect. The modular cable was replaced. Additional information stated that the insulation defect was a bursting of the connection cable of the driveline. There were concerns for serious consequences such as the penetration of water (while showering) that could lead to an electrical control unit fault.